Event description:
Pump # 1 reported to be set at 2 ml/hr with 100 mls of insulin. Three hours later the bag was found empty. The pump indicated 89ml left to be infused. The pt was transferred to intensive care unit where the pt's blood sugar reportedly remained stable with an intravenous infusion of d10w.